Manufacturer narrative:
Concomitant medical products: 439688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and atrial fibrillation (af). It was also reported that the right atrial (ra) lead was noted with far field r-wave (ffrw) oversensing. Reprogramming was performed. The lead remains in use. The patient is a participant in the product surveillance registry (psr) study. No further patient complications have been reportedas a result of this event.